Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient reported their stimulator had stopped working and they were getting the eos (end of service) message that said the therapy had stopped and to replace the internal device to continue therapy. The patient said they'd been having trouble (return of symptoms) since the implant hit eos. The patient said they had called their manufacturing representative and their implanting healthcare provider but they hadn't been able to have a conversation with them. The patient expressed that they felt like the implant battery should have lasted longer than it did. The patient was redirected to their healthcare provider to further address the issue. Patient services sent a message to the field to provide visibility to situation.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-29 additional information was received from the patient (pt). They reported that the issue was caused by normal battery depletion. The battery was changed on 10/10/2025. It was reported that the issue was resolved.